Event description:
It was reported that the battery was no longer effective and was replaced with another manufacturer's device. It was reported that there was no patient death associated with the event and that the patient recovered without sequela. The paperwork returned with the device stated that it was returned to the manufacturer for disposal only but that the device could be disassembled for analysis. The returned paperwork also stated that the device was implanted on (B)(6) 2009, which was different from the implant date in the manufacturer's device registry records.

Manufacturer narrative:
Product ID 3998, lot # v233248, implanted: (B)(6) 2009, product type lead. Product ID 3998, lot # v233248, implanted: (B)(6) 2009, product type lead. Product ID 37743, serial # (B)(4), product type programmer. Product ID 3708340, serial # (B)(4), implanted: (B)(6) 2009, product type extension. Product ID 3708340, serial # (B)(4), implanted: (B)(6) 2009, product type extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of device, model# 37702 serial # (B)(4), found functionally okay, insignificant anomalies. Analysis of extension, serial # (B)(4), found extension body cut through, product segmented. No significant anomaly. Analysis of the extension, serial # (B)(4), found extension body cut through, product segmented. No significant anomaly.